Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected pump error 15 alarms during testing however, pump error 15 alarm was found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer¿s blood glucose level was 261 mg/dl at the time of the incident. The customer stated that they could not go to the main screen. The customer reported that were able to clear the alarm and were able to complete the insulin pump rewind. It was reported that the customer stopped troubleshooting as they received the error 2 consecutive times. The customer was advised to revert to the back-up plan as per the healthcare professionals. The device will be returned for analysis.